Event description:
It was reported that during a laparoscopic duodenal switch procedure the device fired staples that were not formed properly. A new device was opened and no further problems occurred. The gastric openings were repaired and reinforced with suture. There was no pt consequence.